Event description:
It was reported that an MRI was being performed to rule out an inflammatory mass. The reporter did not know when the symptoms began or if the onset was sudden or gradual. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inflammatory mass was not confirmed. There was no catheter issue. The MRI was normal, there was normal aspiration and normal dye study. There was no surgical intervention.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).